Event description:
Report received from the united states indicating that the device had an air leak. It is known that the device was not used in surgery and there were no injuries. Although surgical intervention did not occur, it is not known if other medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref #(B)(4).